Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The s-ICD was found to have no telemetry. A memory download could not be performed and the device could not complete a successful interrogation. The device did beep upon magnet application. The device was warmed to 37 degrees and a full memory download was performed. The radio-frequency wake-up pulse test was performed, noting wake-up pulses were intermittently short at lower temperatures. The root cause the reported observations could not be determined by analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that prior to implant the field representative was unable to establish telemetry with this subcutaneous implantable cardioverter defibrillator (s-ICD). The field representative noted telemetry still was unable to be established once the device was taken out of the package. A new device was successfully interrogated and implanted in the patient.